Event description:
Customer reported the collimator will not adjust, open all way, or closes completely. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep recalibrated collimator stops. System operates as intended.